Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer had two infusion sets that were leaking at the headset. No adverse event was reported. The infusion set was requested to be returned for product evaluation.